Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed. The device's delivery accuracy was running at three different tests, one of the three test was found to be over the manufacturing specifications therefore, recommend that the pump's expulsor to be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump "failed flow rate testing". No patient injury reported.